Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging properly. The contact stated that the pump batter gauge would not charge past 80%. There was no impact to the customer's blood glucose level. The pump was confirmed to be charging at the time of the call.